Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery power loss alarm. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The customer states they did not receive a low battery alert prior to the off no power alert. The customer stated that troubleshooting was performed for the battery issue. The insulin pump will be returned for analysis.